Event description:
The pt complained of pain of the pocket site. The device was revised and remains actively implanted and the pt will continue to be monitored. There were no other adverse pt effects reported. If add'l info becomes available, this event will be updated.